Event description:
Customer called with a reported problem of "no expiratory tidal volume", but biomed was not sure if it was on a pt. After investigation of problem biomed found that the expiratory valve solenoid was sticky. Biomed removed the expiratory valve solenoid, cleaned the shaft, applied dry lubricant, to lubricate the shaft and ran the ventilator for 2 days on ambient. Calibrated and functionally checked unit. Ventilator passed all tests and was returned back to service. No parts will be returned to siemens for eval.